Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed low shock impedance measurements. Additional information indicated that a low energy shock impedance test was within normal limits. A non-invasive programmed stimulation (nips) procedure was performed and the lead was tested with a 21 joule shock. The impedance measurement was within normal limits and the shock successfully converted the induced ventricular fibrillation (vf).